Event description:
It was reported that the device was used during an unknown procedure. The note states "clips are jammed." Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. The analysis results found that the device was returned with a malformed clip inside a sample bag and conforming clip and pear shape clip loaded in jaws. The clips were manually removed to test the device for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. In order to avoid this kind of issue, please note the instructions for use indicate do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, and then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. In addition it locked out as intended but the orange indicator did not show up completely. Please note that this condition is unrelated with the report incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.